Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to have a low battery status prior to implantation. A manual capacitor reformation showed an mol2 voltage. Repeat capacitor reformations showed elective replacement indicator (eri). The device was cold at the time. After warming, the battery voltage reading was still lower that desired. This device was not implanted.